Event description:
It was noted that high pacing impedance and episodes of mode switch due to noise were noted on the right atrial (ra) lead. A lead fracture was noted. The patient was stable before, during, and after the remote check.

Event description:
New information indicates that the right atrial (ra) lead was capped and replaced on (B)(6) 2026. The patient was stable before, during, and after the procedure.